Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in procees to return.

Event description:
It was reported during the sterilization processing the flexible drill driver was discovered broken. No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A flexible silicone drill driver, part # 110010733 from lot 171208, was returned and evaluated against the complaint. Visual inspection found a tear in the sleeve near the head. The head and connector are scuffed such that rings are worn around the shaft. The connector is also scratched. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.